Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 04 june 2025, senseonics was made aware of an incident where user reported of receiving glucose suspend alert which led to early sensor removal.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. The user was offered a sensor replacement as a resolution. B4.date of this report 25 august 2025 g3.date received by the manufacturer? 25 august 2025 h6. Type of investigation updated to 4114 h6. Investigation findings updated to 3221 h6. Investigation conclusions updated to 67.